Manufacturer narrative:
The customer complaint of premature battery depletion was not confirmed and the interrogation issue was confirmed. As received, the battery voltage was at elective replacement indicator (eri) level. A device image was reviewed and revealed normal battery trend data. The original battery was replaced and inductive telemetry testing was performed while manually lowering the battery voltage to eri level. The reported issue of telemetry loss was reproduced in the eri battery range which is consistent with a combo integrated circuit (ic) anomaly. Corrective actions have been taken to prevent reoccurrence. Additionally, a longevity assessment was performed and the device's implanted duration exceeded projected longevity. The battery depletion was considered to be normal.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, the device was unable to be interrogated. The suspected cause of the event was premature battery depletion. The pacemaker was explanted and replaced to resolve the event. The patient experienced no adverse consequences.